Event description:
A malfunction was reported, identified by a specific malfunction code. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and advised to contact support if the issue reoccurred.